Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the left bundle branch lead implant, an attempt was made to target the left bundle branch area of the ve ntricular septum, but the first attempt failed. When trying to redo the left bundle branch lead implant, the lead could not be removed. The left bundle branch lead was pulled out as is, but fibrous tissue was caught between the screw for 2-3 centimeters. Due to the forced removal of the left bundle branch lead, the screw seemed to have stretched. Based on the opinion of the operating physician, the surgeon decided to use a new left bundle branch lead and placed it near the left bundle branch. Additionally, the physician commented, believed that the initial placement of the left bundle branch area lead was too close to the tricuspid valve, which caused entanglement with the surrounding tissue, making it difficult to remove. The new left bundle branch lead was placed at a slightly different location. No patient complications have been reported as a result of this event.